Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the infusion set and cartridges multiple times. Occlusion was resolved. Customer's blood glucose was 360 mg/dl.